Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts and was only able to charge the battery to 30% despite the attempted use of multiple power sources. It was also reported that the pump battery had rapidly depleted from 35% to 5%. There was no impact to the customer's blood glucose levels. Customer indicated insulin pens would be used as back-up therapy.

Manufacturer narrative:
.